Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified defective buffer valves and moisture in the buffer syringe case. The fse replaced the buffer valves and buffer syringe to resolve the issue. The fse performed enhanced cleaning, verified calibration and quality control passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneously high sodium (na) results for two (2) patients on their au480 clinical chemistry analyzer. The high results were reported out of the laboratory. The doctors were notified, and treatment was given to one (1) patient. The customer confirmed the second patient was not treated. There was no report of death associated with this event. Customer did not provide patient data or demographics. This MDR will address the second patient that did not receive treatment.